Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "the needle on the gauge unattached from the handle causing it to pull off every time a measurement was taken." No adverse consequences were reported.